Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es patient database was encountered a fatal error. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the sql dump files taking up most of the c drive space. The technical support specialist (tss) mapped the network from the server to open ssms and shrunk the database to free up space on the c drive, then deleted most of the sql dump files. Then the tss dropped the database and performed a full sync on the device to resolve the issue. The system functioned as intended after the technical support specialist repaired the device.